Event description:
It was reported that when opening package the cap is disconnected and falls on floor with a bd connecta¿ stopcock. The following information was provided by the initial reporter: the white "stopper" is not stuck so it often falls on the floor when the package is opened.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for the provided lot numbers, 9165975 and 9186089. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, picture samples and one physical sample were returned for evaluation by our quality engineer team. The physical sample was functionally tested under pressure and the sample did not display a loose cap component. Based on the investigation results, a manufacturing related cause for this incident could not be determined.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9165975. The review did not reveal any signs of non-conformance during the production process and all quality inspections performed during the production process resulted in no defects detected. As a sample was not returned for evaluation, a sample investigation could not be completed by our quality engineer team. Based on the investigation results, a root cause could not be determined for this incident.

Event description:
It was reported that when opening package the cap is disconnected and falls on floor with a bd connecta¿ stopcock. The following information was provided by the initial reporter: the white "stopper" is not stuck so it often falls on the floor when the package is opened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening package the cap is disconnected and falls on floor with a bd connecta¿ stopcock. The following information was provided by the initial reporter: the white "stopper" is not stuck so it often falls on the floor when the package is opened.